Manufacturer narrative:
The returned device was evaluated. External visual inspection showed no damage. The device was able to power on using both ac and battery power. The unit was able to obtain readings and alarmed audibly and visually under alarm conditions. With an adult cuff connected blood pressure and pulse rate readings were taken successfully. Blood pressure measurement comparison testing was performed and the results were consistent with a known good device. The customer complaint was not duplicated.

Event description:
The customer reported inaccurate blood pressure readings. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported inaccurate blood pressure readings. No patient impact or consequences were reported.